Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following high voltage therapy, there were electrical anomalies on the right ventricular (rv) lead due to a lead dislodgement. The rv lead was repositioned to resolve the event and the patient was stable.